Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a edms product. It was reported that the health care professional (hcp) information the manufacturer representative (rep) that the patient had a reinfection and remained hospitalized. This infection was evident two days after the procedure of a drainage system was performed. The system placement surgery was performed on (B)(6) 2022, as reported by the hpc, everything was carried out according to the placement process without any observation during the procedure. Two hours after the end of the surgery and once the patient was in his post-surgery room, the hpc noticed a leak of cerebrospinal fluid (csf) from the stopcock of the drainage system. Once the leak or filtrate was noticed by the doctor they placed a patch on the device to prevent the leak. Two days later on (B)(6) 2022 an auxiliary tests were carried out on the patient, which showed reinfection, the site proceeded to treat the patient. The hcp also reported that the edms was changed for the same batch of product and that the patient/device was under observation.

Event description:
Additional information was received. It was reported that the patient was progressing favorably. There were no environmental/external/patient factors that may have led or contributed to the issue

Manufacturer narrative:
H2: see a4, b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.